Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the mobile view station (mvs) ip configurations were missing. The medtronic representative corrected the mvs ip configurations. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the imaging system was not communicating with the navigation system. The rep tried 3 different network cables and was still unable to connect. The rep then tried bypassing the network cable and restarted the system. After restarting, an error message showed "issue occurred that may have damaged system integrity". The site used a different imaging system. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Additional information: patient age, ID and gender provided. There was a reported delay to the procedure of less than 1 hour due to this issue.